Manufacturer narrative:
(B)(4). Date sent: 11/4/2024 the device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the procedure? What were the indications for the procedure? Where was the ethicon device used? On what anatomical structure was the device used? What was post-op complication? Does surgeon believe the ethicon device caused or contributed to the complications? Why or why not? Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. A manufacturing record evaluation was performed for the finished pve35a, with lot/batch number x94voa, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the dr. Reported a defect in echelon stapler during handling. According to the nurse, today he was informed that the patient needed a reoperation, but he does not know if it was due to the stapler. A highlight is that there was also a problem with material from a competitor company in the same surgery.

Manufacturer narrative:
(B)(4). Date sent: 11/18/2024. D4 batch # x94v0a. Photo analysis this is an analysis of three photos submitted for evaluation. During the visual analysis, the following was observed: the photo shows a tyvek from top view, code pve35a lot: x94v0a. (Exp. Date: 2025-03- 31). Based on the photos the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot number x94v0a, and no non-conformances were identified